Event description:
It was reported that during implant, the right ventricular (rv) lead had oversensing and high impedance. The helix did not extend or retract easily. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned in segments and analyzed. The primary analysis finding noted no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.